Event description:
It was reported that the filter arms successfully deployed in the patient, but the legs deployed in the catheter and the doctor was unable to push it out. The device was removed via the jugular with a retrieval system and another device was deployed without difficulty. No injury to the patient was reported.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The sample was not returned for evaluation as it was discarded by the user facility. It is unk if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The current information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.